Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the patient's right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced due to high pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.